Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 100 to 112 mg/dl. The customer is currently not taking medication to manage diabetes. The customer feels well and did not report any symptoms. Medical attention is reported on (B)(6) 2015 as a result of the meter's readings. Comparison of blood glucose test results by customer from trueresult meter to hospital meter. Blood test performed by customer fasting on (B)(6) 2015 produced test results at 4:50pm of 102 mg/dl using hospital meter and at 4:00pm of 74mg/dl using trueresult meter. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 70 mg/dl and 73 mg/dl. The product is stored by customer according to specification in the living room. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2015. The meter memory recalled for test results performed: (B)(6).